Event description:
It was reported metal shavings were being washed out of the pin collet in the sterilization processing department.

Manufacturer narrative:
The device was not returned to the user facility; it is not repairable once it is disassembled.